Event description:
It was reported that the patient had a tooth pulled at the dentist, and when she got home, she passed out and stopped breathing-it was like a seizure. It was not clear what intervention was required. The patient saw her neurologist the day before the appointment, and the device was turned off and then back on in the office (timeline unclear). Further information is being requested from the hcp.